Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to FDA on february 6 2015.

Event description:
The wife of the end-user reported that her husband has developed a superficial open area as a result of removing his wafer every one to three days. She mentioned that he has experienced deceased wear time over the last three to four months and that he also has a crease that is directly across from the open area. He has applied nystatin powder intermittently to open area, which was previously prescribed for a peristomal yeast infection. Discussed trying a slim wafer versus a regular wafer to fill crease as well as reviewed crusting technique.

Manufacturer narrative:
Additional information was received on august 18, 2015. The product manufactured with batch# (B)(4) was made according to specification. The batch record review revealed no documentation or production issues that would indicate any out of specification product was manufactured. Quality systems were implemented to prevent and detect defects in the event of re-occurrence. No corrective actions have been identified as a result of the investigation. This complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).